Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking. It was further specified that the source of the leak was from "the middle amber port of the bag". This was noted after product use during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was manufactured between september 28, 2018 - october 03, 2018.the actual sample was received for evaluation. The bag was received with a solution leaking in a sealed bag. After the contents were drained, unaided visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional testing was performed which revealed a spike port cap leak at the base of the spike port tubing. The reported problem was verified. The cause of the condition was not determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.